Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) alerted for an atrial arrhythmia burden. The presenting electrogram (egm) showed atrial undersensing during an atrial tachy response (atr) episode. At this time, the crt-d device remains in service. No adverse patient effects were reported.